Event description:
A malfunction alarm with code malf 3 was reported, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to put the pump into storage mode and was sent a replacement pump with updated software. The customer understood the instructions and acknowledged the steps needed to return the faulty pump within 10 days using a return box and pre-paid label. No backup insulin therapy was available at the time, but the caller planned to reach out to their healthcare provider.